Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, it would not recognize the power source. Customer reported an elevated blood glucose (bg) level of 250 (mg/dl); however, customer attributed the elevated bg to stress. A correction bolus was delivered to address bg levels. It was indicated that the current pump would continue to be used for diabetes management.